Event description:
It was reported that the patient presented in clinic for a follow up with an implantable cardiac defibrillator that exhibited premature battery depletion. No intervention was performed. The patient in stable condition.